Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat cystocele, rectocele, uterine prolapsed, stress urinary incontinence, urethral hypermobility and a mesh and a pelvisoft mesh were implanted. Concomitantly the patient underwent a vaginal hysterectomy, enterocele repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08228. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, bilateral sacrospinous vaginal vault suspension and placement of 4-7 pelvisoft graft for posterior colporrhaphy; due to sui and pop. It was reported that following insertion the patient experienced ongoing urinary incontinence, dyspareunia, ongoing apprehension regarding sexual intercourse and vaginal bleeding. It was reported that patient underwent urethral collagen injection on (B)(6) 2010 and removal of granulation tissue, locate material protruding mesh material on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced spotting, urgency, vaginal atrophy, urinary frequency, and urinary tract infections. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, and urethral cystoscopy.